Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Complaint investigation: DHR review: the quality records indicate that this component met all requirements to perform as intended. Review of event description: patient underwent revision due to pain and elevated metal ion levels. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. The manufacturer did receive operative medical record, cobalt chrome urine test, cobalt chrome exam, claim form and usl invitation letter-program for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: metasulâ® ldhâ®, head, 50, code p, taper 18/20; catalog no#: 01.00181.500; lot#: 2423189. Alloclassicâ® variallâ®, slv stem, uncemented, 3, taper 12/14; catalog no#: 01.00125.030; lot#: 2432590. Metasulâ® ldhâ®, head adapter, l, +4, taper 12/14-18/20; catalog no#: 01.00185.147; lot#: 2429330. Therapy date: (B)(6) 2019. The manufacturer did receive operative medical record, cobalt chrome urine test, cobalt chrome exam, claim form and usl invitation letter-program for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain and elevated metal ion levels.